Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. 61 - intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The permanent cautery hook instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.223¿ x 0.270¿ in size. This failure was most commonly caused by mishandling/misuse, such as overloading at the instrument tip. The instrument was found to have the conductor wire cap dislodged from its normal position. The cap was not returned. This failure was most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. There was no damage to the conductor wire. The instrument passed an electrical continuity test. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the permanent cautery hook for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, plastic from the permanent cautery hook broke and fell into the patient. The fragment was retrieved during the same procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery hook was used for 25 minutes to perform the detachment of the kidney. The surgeon's assistant found the fragment in the patient's abdomen after the permanent cautery hook's removal. The fragment was recovered and there was no additional intervention. It was noted that there was no collision with another instrument and there is no video recording of the procedure. There was no injury to the patient.